Event description:
It was reported that; surgeon was removing a pedicle screw and the tip of the driver broke off during a revision update (B)(6) 2016: revision surgery was to remove the screws at l4-s. There was a broken screw at s1. Then tlif l3-l4. The. Reinsert screws from l3-s1 using competitor's screws.

Manufacturer narrative:
Lot# 07g515. Method: visual analysis, device history review, complaint history review, risk assesment; result: upon visual inspection, all four prongs at the distal end of the adjustment tool were fractured, confirming the reported event. No other issues were discovered. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The age of the device may have also contributed to the fracture. The device has been in the field for roughly 9 years. Consistent use of the device over time may lead to breakage of the instrument. This is also further confirmed in the IFU, which states "instruments which have experienced extensive use or extensive force are more susceptible to fracture." Conclusion: a plausible root cause is user error and/or device age (~9 years).

Event description:
It was reported that; surgeon was removing a pedicle screw and the tip of the driver broke off during a revision. Update 6/22/2016: revision surgery was to remove the screws at l4-s. There was a broken screw at s1. Then tlif l3-l4. The. Reinsert screws from l3-s1 using competitor's screws.